Manufacturer narrative:
Result: timing link. Conclusion: the part has been ordered and the service tech will return to repair the side rail.

Event description:
It was reported by service report that the left side rail would not lock at the highest height. It is unk if there was pt involvement; however, no adverse consequences were reported.